Event description:
It was reported that patient presented in emergency room with an infection. The system was explanted successfully without adverse consequences to the patient. The patient's condition was fine post procedure and the patient tolerated the procedure well with no complications.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.